Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom false upstream occlusion alarms while running a loaded set. Eval found that the ultrasonic sensor readings were below specification. Low ultrasonic sensor readings can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced to correct this condition.